Event description:
It was reported that balloon rupture occurred. The patient underwent an endovascular therapy where the 95% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation at 15 atmospheres for a few seconds, the balloon ruptured. The device was removed without any problem and was replaced for another of the same model to complete the procedure. No complications reported, and patient status was good.